Manufacturer narrative:
(B)(4) relates to the reported issue of bands failed to deploy. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the device was locked and failed to deploy the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.